Event description:
In 2005, several gore tag thoracic endoprostheses were implanted to repair a descending thoracic aortic aneurysm. Postoperatively, the distal device migrated proximally and the migration resulted in a distal type I endoleak. In 2007, a gore tag thoracic endoprosthesis was implanted and the distal type I endoleak was successfully repaired.

Manufacturer narrative:
The device remains functioning in the patient. Please note: in 2007, a gore tag thoracic endoprosthesis (lot#03611834) was implanted.